Event description:
Rptr has ten burns on their stomach from the device. The device comes with a gel to use with it and rptr has used it correctly. Some of the burns have scabbed over, one appears infected. Rptr spoke to physician and was told to stop using device and put neosporin on the burns. Rptr has tried multiple times to contact MFR but has been unable to, using the number provided with device.